Manufacturer narrative:
(Date of birth) ,weight, ethnicity unknown/not provided. Date of event: unknown/not provided. An application support manager (asm) reviewed the images by logging in virtually to the idesign to review the exams and treatment plans with the account and nothing out of the ordinary noted. Captures looked good and very little difference seen between the manifest at optical infinity and the idesign manifest at optical infinity. A review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision has been submitted.

Event description:
It was reported that a laser vision correction patient was treated september 2020 with idesign and photorefractive keratectomy (prk) that was overcorrected. Original rx was -1.25 +0.75 and the patient ended up being +.25 +.75. Patient was retreated in may 2021. No loss of best corrected visual acuity (bcva) reported. Patient is doing well. This report is for the idesign. A separate report will be filed for the excimer laser.